Event description:
It was reported the pt "never" experienced therapeutic effect on the right side of his body (pt has bilateral stimulation, it was stated left side was "working fine') from the time of implant. It was stated that x-ray showed the pt's lead had migrated, and the pt was referred to a neurosurgeon for revision of the lead. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).